Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery during the manual prime process. The patient's blood glucose at the time of incident was 130 mg/dl. Troubleshooting was initiated for the no delivery issue. The customer disconnected and reconnected the same reservoir and infusion set and the prime process was unsuccessful. The infusion set was changed and the prime failed a second time. The reservoir was then changed and the pump was able to deliver insulin. The customer was advised that the reservoir change resolved the issue. The reservoir will be returned for analysis and a replacement reservoir was shipped to the customer.